Event description:
A nurse complained of questionable inr results for 1 patient tested on a coaguchek xs pro meter serial number (B)(4) compared to the stago neoplastine laboratory method. At 9:21 am the meter result was 6.2 inr. At 9:24 am the meter result was 5.8 inr. At 12:15 pm the laboratory result was 2.11 inr. A different finger was used for each of the meter results. The patient's therapeutic range is 2 - 3 inr. The laboratory result of 2.11 inr was deemed to be correct. There was no allegation of an adverse event. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has not been ill or on any new medications, their coumadin dosage has not been changed, no changes in diet, and no symptoms or signs of bleeding or bruising. The customer's meter and test strip have been returned. Replacement products have been sent.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. Relevant retention test strips (lot 266839) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.